Event description:
Same case as MFR #: 2134265-2013-01601, 2134265-2013-01603. It was reported that during an embolization treatment procedure, the coils became stuck during deployment and a dissection and hematoma occurred. The patient was undergoing treatment of the splenic artery. A 5fr .035 non bsc c2 catheter was positioned in the patient. Using reverse flush technique prior to insertion, the 20mm x 40cm .035 interlock cube coil was advanced in the catheter. During deployment, the coil became stuck in the distal end of the catheter. While attempting to remove it, the interlocking arms detached. The devices were removed together with the coil protruding from the catheter's distal end. A 10mm x 40cm .035 interlock 2d coil was then advanced through the same type of catheter. This coil became stuck, but they weren't sure if it had been advanced out of the distal end or not. The coil was able to be retracted inside the catheter, but the interlocking arms also detached once inside the catheter. A 5fr .038 non bsc c2 catheter was then positioned and a 10mm x 20cm .035 interlock 2d coil was advanced. This coil also became stuck and again they weren't sure if it had been advanced out of the distal end or not. The coil was able to be retracted inside the catheter, but the interlocking arms also detached once inside the catheter. A dissection was identified and a hematoma was observed at the dissection. Two non bsc coils were placed a bit proximal which treated the original lesion and the dissection. The patient had some discomfort due to the hematoma. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).